Manufacturer narrative:
Removed- there was no reported adverse impact. Added - the customer reported no impact to blood glucose level. Remove (b)(4 added (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the wake button was very difficult to press and sometimes two fingers were necessary for display to activate. There was no reported adverse impact. No additional information was provided.